Event description:
In 2007 at 10:45 am, the lay-user/patient contacted lifescan (lfs) alleging the one touch ultra meter has a cracked case. The meter's casing was damaged on eight days earlier. The patient claimed, she threw the meter away. Hence, the pt may have not been able to test blood glucose for one week. The pt is on a sliding scale insulin regimen (unspecified type and dose). On five days prior to original date, the pt was feeling shaking (a symptom suggestive of hypoglycemia), was admitted into the hospital, and was treated with insulin (unspecified type and dose). It would have been helpful to find out the following information: how often the pt tests her blood glucose? What is her diabetes medication regimen? Was she able to obtained any glucose reading what glucose readings the patient was getting on the day she was admitted into the hospital? What was her diabetes medication for that day? How did she get to the hospital? What readings did she get if paramedics treated you? What readings did she obtain when she was admitted into the hospital? What is her medication regimen now? How often does she test now? Unfortunately, this medical affairs specialist was unable to contact the pt to obtain this extra information. During the troubleshooting session, the patient verified that the meter had not been misused. This complaint is being reported because the pt alleged the meter casing was broken, developed symptom suggestive of hypoglycemia, and was treated with insulin in the hospital. Replacement products were sent to the pt.